Manufacturer narrative:
Customer reported acu watchdog failure, primary audible alarm, battery timeout, clutch, battery bay door, power cord, power cord retainer damage. Tamper seals were both intact. There was no power cord received with the pump. Top case chipped on front corners, cracked bottom case by l-bracket, battery door, right plunger case and broken ac cord clamp. Performed power up process, occlusion test, visual inspection. Could not duplicate any paa error, battery communication timeout or cc alarm. Unable to determine what caused the problem, found no damage to speaker. Unable to determine, found no damage to battery. Customer repeatedly induced cc error by pressing plunger lever and extending plunger head during infusion. Problem caused by user. Replaced speaker as preventative measure, replaced battery as preventative measure, replaced lead screw, clutch spring and both clutch halves as preventative measure, replaced cracked bottom case (comes with battery door) and ac cord retainer. Performed power up process, pm, occlusion test and all functional tests which passed.

Event description:
It was reported that the device had acu watch dog failure, primary audible alarm, battery timeout, clutch, battery bay door, power cord, power cord retainer damage. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information: a review of the event history log identified primary audible alarm background (bgnd) test, auxiliary control unit (acu) watchdog failure, battery communication timeout, and, travel reverse error - check clutch/plunger lever. A corrective and preventative action has been opened to address the reported issue.